Manufacturer narrative:
B3: date of event - used the first day of the month of the bsc aware date. Event date not provided. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, and there was blood in the balloon and inflation lumen. The device was soaked in a warm waterbath for 2 days. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and a pinhole leak in the balloon material located 3mm from the tip of the balloon. Inspection of the rest of the device found no other damage or defect. The reported rupture was confirmed. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 20 atmospheres (atm). The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over rbp.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the tortuous and moderately to severely calcified circumflex coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured in the lesion. Subsequently, another 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation; however, during the first inflation at 14 atmospheres for 15 seconds, it also ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient was fine.

Manufacturer narrative:
Date of event - used the first day of the month of the bsc aware date. Event date not provided.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the tortuous and moderately to severely calcified circumflex coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured in the lesion. Subsequently, another 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation; however, during the first inflation at 14 atmospheres for 15 seconds, it also ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient was fine.